Event description:
It was reported the device was used during a laparoscopc cholecystectomy. It was reported the cystic artery started bleeding after surgeon cut it. Surgeon stated he is not sure what happened with the clips, but he stated that he closed them tight. The case was converted to an open procedure. The pt lost 2100cc blood and had to be transfussed with 3 units. Pt is "doing fine" now. The device was not saved. Rep stated the surgeon "does not blame" the applier for the event.